Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report clip opened during establishing final arm angle, the clip completely detachment requiring a snare device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation, the physician forgot to lock the clip at 60°;therefore, establishing final arm angle (efaa) failed. The physician opened the clip again, locked it before 60°, and performed efaa again this time it was working properly and went on with the procedure. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed laterally to the first clip previously implanted. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed and the clip did not open. The lock line was removed and the second efaa was successful. During clip deployment when the groove pin was pulled, the clip suddenly popped into an inverted position and completely became loose and started to float around in the left ventricle. The physician managed to snare the clip and pull it down through the septum to the femoral region where the clip was surgically removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opening during establishing final arm angle (efaa), clip jumping and premature activation during the procedure. It should be noted that the instructions for use (IFU) instructs to¿ close the clip arms to approximately 60 degrees and lock the clip.¿ in this case, it was reported that the user did not lock the clip at 60 degrees during efaa and resulted in the failed efaa during prep. The reported improper or incorrect procedure or method was due to the user error of not locking the clip at 60° during efaa during prep. The reported embolism was due to the clip becoming loose. Embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported removal of foreign body and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.